Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a moderately calcified, moderately tortuous, 80% stenosed, de novo right coronary artery (rca) lesion. The lesion was predilated with a 9 mm balloon. The physician, using a pt guide wire, was able to inflate the balloon on the first attempt without incident. The balloon was visible under fluoroscopy at 8 atms. The physician was able to successfully deploy the taxus express2 8.8% 3.5 x 12 mm drug eluting stent at 9 atms. The tech then dialed the inflation device down and pulled negative. After 20-30 seconds, dye was still visible in the balloon under fluoroscopy. The tech pulled negative 2 additional times and the balloon began to slowly deflate after 45-60 seconds. The device was removed from the pt intact. The pt did not experience any symptoms while the balloon was inflated and is reported to be in "fine" condition.